Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the impedance and threshold measurements. Neither measurement was reportedly out of range at that time. It was noted that the patient had a previous surgery and required tight bandaging around their chest. The physician opted to schedule a lead replacement in the future. No adverse patient effects were reported. The lead remains in service. New information received indicates that surgical intervention was performed. The rv lead was abandoned/capped and replaced without incident.